Manufacturer narrative:
Service & repair evaluation: the customer reported the latch that made the trigger move was broken. The repair technician reported the end cap was loose and the lever spring was missing. Missing parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item will be forwarded to the complaint handling unit upon completion of service and repair process. Product investigation summary: one application instrument for sternal zipfix (part 03.501.080 / lot 7738573) was received with the complaint category of ¿broken: preoperatively.¿ the complaint condition is confirmed as the returned device was received with the long spring (component number 60076949) missing. During the design review, it was determined that a change order revised the spring assembly and components to address this complaint condition where the assembly can "fall apart" because the two ends are not interconnected. The long and short springs (component numbers 60076949 and 60060556) were archived and replaced with a new connected spring design (assembly component number 60101641). This change was made after the manufacture date of the received device. Thus, the complaint condition is most likely a result of the already addressed design deficiency further amplified by excessive force and extensive wear. No additional issues or discrepancies were observed and the revised design was determined to be suitable for the intended use when employed and maintained as recommended. Further evaluation shows that this device is part of the sternal zipfix system and it is used to tension and cut the zipfix implants. Proper use and maintenance is addressed in technique guide. The complaint condition is confirmed and consistent with the reported condition. Replication of the condition is not applicable as the component is already missing. The balance of the device shows significant surface wear consistent with heavy use over the devices approximately 3.75 year lifespan. The remaining functionality was tested and no further issues were determined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: part number- 03.501.080 / lot number- 7738573. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is january 24, 2012. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was discovered that the latch that makes the tripper move is broken on the application instrument for sternal zipfix instrument. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).